Manufacturer narrative:
As part of our investigation with this report, an olympus endoscopy support specialist (ess) visited the user facility to obtain additional info and to perform a reprocessing in-service for central sterile staff. However, the user facility declined the in-service as they are currently awaiting the installation of automated endoscope reprocessor. This service has been offered in the past and the user facility also declined. The device in question was not returned to olympus for eval. There was no specific model and serial number provided. The exact cause of the user's experience could not be conclusively determined at this time. If additional info becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that the user facility had multiple incidents of brush bristles being lodged in the biopsy channels of endoscopes post high-level disinfection. One of these endoscopes was used on a pt during an unspecified procedure, and the bristles were reportedly dislodged into the pt when forceps were inserted down the biopsy channel. The user attempted to remove the bristles but it is unk if the bristles were removed from the pt. Per user facility, what fell into the pt was a "test swab" that the central sterile department uses to treat the channel of endoscopes for presence of blood or bioburden post high level disinfection.